Event description:
It was reported that the device was found to be in reset mode. It was noted that the patient suffers from prostate cancer and therefore, has undergone radiation therapies.

Manufacturer narrative:
A parity error was found that caused frequent micro-resets and put the device in hwvvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.